Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with separation during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: g.4. Date received by manufacturer: 10/30/2018.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with separation during use. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with separation during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review could not be performed since the lot number associated to this investigation was unknown. Received one 20ga bd nexiva catheter-adapter y extension set with 2 q-syte units connected to each port. Visual/microscopic evaluation: the unit was received wrapped in surgical tape and gauze. Both of the q-syte units were correctly connected to the y adapter. Q-syte 1: no physical-mechanical damage was observed on any of the components of the unit. Q-syte 2: damage (tear) was observed in the slit of the top septum disk. No further damage was observed. Indeterminate: a definite source that contributed to the tear (top slits) could not be established. The damage is normally attributed to incorrect usage or excessive actuations. This condition would not trigger the failure the customer experienced per event description.